Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the (B)(4) study that the lead exhibited extra cardiac stimulation. It was also reported that there is no known clinical performance issue and the lead remains in use based on medical judgment. No patient complications have been reported as a result of this event. It was later reported that the patient had no pain associated with symptoms and the extra cardiac stimulation was resolved with lead positional change.

Event description:
It was reported from the system longevity study (sls) that the lead exhibited extra cardiac stimulation. It was also reported that there is no known clinical performance issue and the lead remains in use based on medical judgment. No patient complications have been reported as a result of this event.